Manufacturer narrative:
Insulin pump alarmed a33 during basic occlusion test due to loose/protruded drive support disk. Unable to perform prime/a33 test due to a33 alarm. Severly scratched lcd window was noted.

Event description:
Customer called to report the insulin pump alarmed. Blood glucose reading was 346 mg/dl. The customer treated the high blood glucose with manual injection. Customer was unable to describe any type of damage on the drive support cap. No anomalies were noted during troubleshooting. Advised that the insulin pump will be replaced. Nothing further reported.